Event description:
It was reported that the patient presented in clinic for generator upgrade procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited over-sensing due to noise. Physician attempted to replace the rv lead during the procedure but was not successful due to stenosis. The procedure was abandoned. No other intervention was performed. Patient condition was stable pre, during and post procedure. Patient would continue to be monitored.

Manufacturer narrative:
Correction: h6 health effect impact code should have been "4625 additional surgery" rather than "4632 prolonged surgery."